Event description:
The magnetic threaded bolt on the new direct anterior offset cup impactor wouldn't unthread from the cup upon implantation.

Manufacturer narrative:
The patient is (B)(6). An event regarding difficulty disassociating a tritanium shell from a cup impactor bolt was reported. The event was not confirmed. Patient factors did not contribute to the reported event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. The exact cause of the event could not be determined because the product was not returned for inspection. Based on the information provided at the time of investigation, no non-conformances were identified.

Event description:
The magnetic threaded bolt on the new direct anterior offset cup impactor wouldn't unthread from the cup upon implantation.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.